Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a scratched lens. The issue was identified during set up for use. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and due to corrections required. Three attempts were performed to obtain additional information, but no response was received from the customer. Corrected fields: e2: yes; e3: ohcp; g2: report source: health professional. The device was not returned and hence the reported failure could not be confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.